Event description:
During normal scheduled product maintenance, it was observed that the device had a leads off failure. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The quick-combo therapy cable assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that pin #1 in the quick-combo connector was broken off and the cable was extremely worn.